Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm 66 months ago as part of a clinical trial. It was reported that the pt was also diagnosed with an enlarging abdominal aortic aneurysm 31 months post implant of the thoracic stent graft and was treated with another manufacturer's stent graft. The pt was treated for a distal type 1 endoleak related to the other manufacturer's stent graft 16 months later. The pt expired following an aortic rupture. No additional information was provided as the stent graft was not explanted and no autopsy was performed.

Manufacturer narrative:
Evaluation codes, conclusions - (co-morbidities). (Unk cause of aneurysm rupture).